Event description:
Two of my dexcom g6 sensors failed in one week. A plastic element of the sensor that holds in the transmitter broke off 2 different times. I was away on vacation and had no more left over sensors and had to prick my finger manually the rest of the week leading to extremely high blood sugars. Device code: 1069. Patient code: 1905. Reference report#mw5185684.